Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the motorized movements were unavailable at boot up. Upon functional testing fse found issue was with bodyguard. To resolve the issue fse recalibrated the bodyguards. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the motorized movements could not be performed after bootup. The device was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.